Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced perforation in the heart wall. This right ventricular (rv) lead was repositioned. Pericardiocentesis was also performed. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead had perforated the heart wall. This rv lead was repositioned and a pericardiocentesis was performed. No additional adverse patient effects were reported.